Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Abiomed¿s long-term outcome and quality indicator impella registry reported a 39-year-old male patient that endured acute renal insufficiency with a "possible" relationship to the impella cp device used. The patient with a baseline creatinine around 1.5. Creatinine started to rise the day after the impella procedure and continued to rise throughout hospitalization. Peak creatinine of 9.12 on support. The patient was started on dialysis. Tunneled dialysis catheter was placed on 11-oct-2023 and removed on 30-oct-2023 when renal function normalized.

Manufacturer narrative:
The investigation for the reported renal failure has been completed. The product was not returned for investigation. Data logs were review and no abnormalities were observed. The cause of the renal failure issue was not determined since product was not returned and due to insufficient clinical information. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.